Manufacturer narrative:
Date of event estimated. Correction: section b1-product problem was inadvertently checked in the previous report the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-00537. It was reported that the patient experienced some falls, and via x-rays confirmed that the patient's leads had migrated, and as a result was experiencing ineffective therapy. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating that surgical intervention took place where both leads were explanted and replaced to address the issue. The ipg was electively replaced. Effective stimulation was restored.